Event description:
Additional information was received from the patient. Pt reported they did some x-rays. Issue is still not resolved. Pt is still getting shocked every time they charge it and have a seroma around the lead. Pt is considering removal if not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have turned off the therapy when charging but there is still some shocking. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the leads have not moved from the implant location. Another rep was at an appointment with the patient and gave them 5 new programs to try.

Event description:
Patient reports they are meeting with the surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins ). Patient reported they are 4 weeks+ post-op and still in severe pain from the surgery and their original pain has worsened since implant. Patient reported that at the 2 week post-op visit the rep turned the device on but the patient was shocked when the rep went through the settings. Patient then only had uncomfortable sensations and tingling in their rib cage. Patient stated how the rep noted this was unusual and they would leave the settings low. Patient cannot tell if they are getting spinal relief. Patient contacted the hcp who recommended getting an x-ray to see if a lead had migrated, xrays taken on (B)(6) 2025 and is still waiting on the results. Patient noted when they went to charge the device when they placed the charger over a t-shirt on settings level 3 the muscles in their buttocks started twitching uncontrollably and painfully. Patient then lowered the level to number 2 but still had the same effect. Patient then turned the stimulation off but still had the same twitching and painful sensation, and they received a shock/zapping sensation. Patient then stopped charging. Patient's body is still in pain and trembling from the charging session. Low back muscles and buttocks are still tensed up, very painful, and patient noted they are nauseous. Patient noted they had uncomfortable charging before with shocks since implant, but nothing to this effect. Patient noted they think the best thing for them to do is turn off the device and wait for instruction from their hcp. Patient noted they are much worse off than before the implant. The rep/hcp are trying to get the patient to come to the office to attempt to resolve the issues but patient is not doing so thus no actions/interventions have been performed, and rep noted the hcp is aware. The cause is unknown, and it is unknown/not to believed to be resolved at this time. The rep noted they would submit any new information that becomes available.